Manufacturer narrative:
Additional e1 (telephone number):(B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case. This is MDR 2 of 2.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position where two devices were implanted. During the procedure an atrial septal defect closure was performed because the blood oxygen sunk to around 86% and could not be raised by giving more oxygen. Following an internal imaging review, a residual right-to-left shunt was noted after removal of the guide sheath. An asd closure device was deployed with a resultant trace r-l flow through the device.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with objective evidence given the information provided by the imaging evaluation (ie) based on the provided intraprocedural images. Available information suggests that patient conditions (high right atrial pressure) may have contributed to the reported event. However, it is likely not related to the edwards devices during the procedure but to the transseptal puncture technique and equipment used for this mitral transcatheter edge-to-edge repair. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per clarification received, the oxygen level raised to 96% after atrial septal closure.